Manufacturer narrative:
The reported issue that an 8100 device needed to have the display board replaced could not be confirmed; no product was returned for investigation. The root cause for the reported issue that an 8100 device needed to have the display board replaced was not determined because no product was returned. Device history: a review of the device history record showed the device had a manufacture date of 06nov2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the customer had a 800 device that needed to have the display board replaced. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer had a 800 device that needed to have the display board replaced. There was no patient involvement.